Event description:
It was reported that there was difficulty placing the accunet recovery catheter through the deployed acculink stent and the recovery catheter became stuck in the stent struts. The accunet was then pulled into the distal stent opening and in an attempt to push the recovery catheter, the accunet tore getting caught in the stent. The pt underwent surgery, and was reported to be doing fine.